Event description:
"Red firm swelling with associated itch in areas of face where collagen present. Allergic reaction to zydrem I & ii." Antihistamines were prescibed to pt following treatment. This is the same event and the same pt reported under MDR ID # 2939859-2004-00378 (inamed complaint #2061167). This is the first MDR submitted for the first suspect product.